Manufacturer narrative:
E1: initial reporter phone #: (B)(6). The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number b3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the customer noticed that the screwing end (non-patient needle) is too short to connect to the holder causing blood to leak. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. However, the DHR of 181 lots from the product concerned (#367286) manufactured in 2024 were investigated, and nothing abnormal was found. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the customer noticed that the screwing end (non-patient needle) is too short to connect to the holder causing blood to leak. There was no health impact or consequence reported.